Event description:
It was reported that the device had channel error. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error. There was patient involvement and no harm. Additional information was received following an on site visit by manufacturer representative: it was reported from what the clinician recalls once the first pump went into a channel error they ¿couldn¿t do anything¿, but stated she would have likely tried to ¿get out of the screen and go back¿ to see if they could fix it. At the same time, another clinician went to grab another pump set-up. As the other clinician was leaving to get another pump the ¿other channel failed¿. Therefore, there were two channel errors on channels infusing both levophed and vasopressin. Then when the clinicians got the other pump set-up into the room, they went to turn the new pumps on, ¿it shut down¿ describing it as a ¿a system failure¿. The clinician took the vasopressor infusions out of the pumps, opened up the roller clamps and infused the vasopressors via gravity at an unknown rate to maintain the patients blood pressure. The clinician does not recall any significant blood pressure changes during this time. No reported patient harm, the patient was ¿ok¿. The clinicians requested a product enhancement requesting the updates to the "system error message on the pcu screen to make this more clear as there is too much writing on the pcu screen during a system error" please assess the following for a per: clinicians asked - ¿make the message bigger and bolder¿. Recommends ¿still infusing¿ so the message is very clear or change the color of the screen. To the clinicians the red means ¿not working¿, and suggested changing to a color like blue.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the system alarming channel error was confirmed through a review of the device logs but was not replicated during testing. The report of the system alarming system error was confirmed through a review of the device logs and was replicated during testing. ¿ laboratory test results performed on the suspect pump modules s/n (B)(6) showed the devices to be working within specification, however it should be noted that the pressure sensors on both modules were 6 years old. ¿ a review of the event and error logs for the suspect modules identified the following conditions: ¿ pump module s/n (B)(6): the review of the suspect pump module error log did not identify error codes. The event log did not show any malfunction. ¿ pump module s/n (B)(6): the review of the suspect pump module error log found an error code 241.4140.0. ¿ pcu s/n (B)(6): the review of the suspect pcu error log did not identify error codes. The event log did not show any malfunction. ¿ pump module s/n (B)(6): the review of the suspect pump module error log did not identify error codes. The event log did not show any malfunction. ¿ pump module s/n (B)(6): the review of the suspect syringe module error log found an error code 241.4140.0. ¿ syringe module s/n (B)(6): the review of the suspect syringe module error log did not identify error codes. The event log did not show any malfunction. ¿ pump module s/n (B)(6): the review of the suspect pump module error log did not identify error codes. The event log did not show any malfunction. ¿ pcu s/n (B)(6): the review of the pcu error log found an 800.8000.0 error code. ¿ pump module s/n 16176628: the review of the suspect pump module error log did not identify error codes. The event log did not show any malfunction. ¿ the suspect pcu s/n (B)(6) event and error logs were provided to software engineering for analysis: it was noted that there was a flow-stop prior to the system error, which was resolved by the clinician when ¿start¿ was pressed soon after that. Due to a software anomaly, the rapid succession of the resolution of the flow stop alert and the start of the infusion puts the system into a state where the pump module and the pcu are out of sync. While the pump module is running the infusion as expected, the pcu is unaware of the ongoing infusion and does not display any infusion status for the pump module on the main status screen. When the pcu becomes aware that the states of the pcu and pump module don¿t align the pcu triggers a system error as a fail-safe for this unexpected sequence of events. ¿ the issue was addressed under a safety notification, dated june 12, 2017, that released a direction for use addendum. The addendum provides scenarios that can reproduce 800.8000 error events and how to avoid them. ¿ the software anomaly issue has been addressed and the fix verified in software version 12.0. ¿ internal and external inspection of the suspect devices found no irregularities. ¿ the bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. ¿ the bd alaris system error tip sheet has information regarding instructions on how to deal and troubleshoot pcu malfunctions. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the devices were opened during the investigation, please ensure proper assembly and torque screws as required. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings, third-party parts or physically abused components. Root cause: the probable cause of the complaint associated with a channel error is likely attributed to intermittently malfunctioning patient side pressure sensors. The devices were thoroughly tested and were found within specification. The root cause of the reported issue of the device alarming an 800.8000 system error was found to be the result of a software anomaly. The software anomaly was initiated by a flow stop open alarm being caused while programing an infusion, when the clinician closed the door and in rapid succession started the infusion, the pcu was desynchronized from the pump module. When the pcu becomes aware that the states of the pcu and pump module don¿t align the pcu triggers a system error as a fail-safe for this unexpected sequence of events. Note that this report lists imdrf annex a1801, g04088 , c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.